Event description:
It was reported that the insulin pump alarmed an a-33 error. The blood glucose reading was unknown. The customer will be given a loaner insulin pump. Advised customer to return the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.